Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. The complaint catheter has not returned to the factory yet even after multiple attempts to get the catheter, no response was received. Investigator closes this case but will re-open when the complaint device returns.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under sedation underwent an atrial fibrillation (afib) ablation procedure. During the procedure, as the doctor was trying to view the septum for transeptal access, there was a bad signal or noise displayed on the system and the image quality was bad. The doctor requested another catheter to continue and complete the procedure. There was no patient adverse event reported. No additional information was provided.